Event description:
It was reported the pt experienced a shocking sensation for several days. The pt turned the device off until it could be reprogrammed. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.